Manufacturer narrative:
The device did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Than manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices not retained by hospital.

Event description:
The penumbra slim catheter was used in conjunction with penumbra 400 coils for type 1 endoleak. The physician attempted to introduce first coil but met resistance and could not advance more than approx 5-6cm. After multiple tries and manipulation the coil broke in the hub of the slim catheter. The coil was retrieved and second coil attempted. The same resistance was met, so they tried to advance an 0.014" wire, which advanced without difficulty. The second coil was attempted again and the same resistance was encountered after approximately 5-6 cm. An 0.025" wire was then tried with a lot of resistance, but finally advanced with manipulation. The second coil was then successfully advanced and deployed. The third coil, which advanced to the site of the endoleak thru a lot of tortuosity, could only be introduced 10 cm before they met resistance. After much catheter and coil manipulation, during the 'push-pull' technique, the coil broke. Successful advancement of the coil was achieved with a coil pusher and careful catheter pushing and pulling.